Event description:
A customer reported that the touchscreen of their insulin pump was cracked and shattered, and they were unable to interact with the pump as the screen was illegible. There was no adverse impact to the customer¿s blood glucose level. The damage occurred when the customer bumped into a wall or counter with the pump in their pocket. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.